Manufacturer narrative:
(B)(4) - enlarged incision. Intraocular lens(iol). The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviations or non-conformances (ncr) related to the customer claim were generated. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. Placeholder.

Event description:
It was reported that incision was enlarged during removal of an intraocular lens (iol). The lens was inserted and removed in the same procedure. Additional information was received stating that after implanting the iol without trouble, the surgeon also implanted a shunt (for glaucoma). The tubing from the shunt was in the way of the haptics, so the surgeon removed the iol and implanted an anterior chamber lens. In addition, it was stated that there were no other surgical complications such as vitrectomy or capsule tear. Patient information has not been provided. No further information has been provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Contrary to the initial report, the device was not cut into pieces. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals adhered to both sides of optic body compatible with the condition of a lens that has been explanted. No other cosmetic condition was observed for the returned sample. All pertinent information available to the manufacturer has been submitted. Placeholder.